Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high and unstable thresholds on the right ventricular (rv) lead following an atrioventricular node ablation. The rv lead was programmed off and replaced. No patient complications have been reported as a result of this event.